Manufacturer narrative:
(B)(4). New information received indicates that this was not a reportable event, thus, the initial MDR submitted on 18 july 2024 should be retracted.

Event description:
It was reported that "nurse found the inflation pilot balloon was broken (torn) after first use of the device. The cuff was deflated when autoclaved according to the facility." This was found during post cleaning. There was no patient involvement.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "nurse found the inflation pilot balloon was broken (torn) after first use of the device. The cuff was deflated when autoclaved according to the facility." This was found during post cleaning. There was no patient involvement.